Event description:
The locator/sheath assembly of a 6f angio-seal vip was inserted into the patient. The locator was removed and the carrier tube was inserted into the sheath. When withdrawing the hub assembly, the whole hemostasis device came back out of the patient. Manual compression and a pressure bandage were used to achieve hemostasis in the cath lab. The anchor had remained inside the tip of the sheath. The patient was stable but stayed overnight in the hospital due to the event.

Manufacturer narrative:
Additional information: (B)(4). Product evaluation summary: the results of the investigation concluded the deployment sleeve was in the extended and locked position, but was not inserted into the hemostasis cap. However, damage was noted to the hemostasis cap consistent with prior insertion/locking of the deployment sleeve into the cap and subsequent forcible extraction of the same. The overall device condition of the device was inconsistent with the complaint description. The carrier tube assembly was inserted into the hemostasis sheath. The carrier tube assembly was moved into the full forward-lock position; the anchor fully exited the sheath distal tip. The anchor was then grasped and the suture extracted. No functional anomalies were noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The overall device condition suggested full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. The angio-seal instructions for use (IFU) instructs to ensure the device sleeve has remained in the rear holding position prior to insertion. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure.